Event description:
The customer reported for 2 days she was "in bed with ketoacidosis" and her blood glucose, carbohydrate intake and insulin history. She does not remember if she gave a manual injection but she was not feeling well. The pod was deactivated and she noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.